Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 14-may-2018 with the following findings: the battery compartment was found to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 14-may-2018.